Manufacturer narrative:
The system on module (som) board was delivered to the functional analysis lab for the technical evaluation by the failure analysis engineer. The som pca (printed circuit assembly) was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The som pca under the test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up and displayed ¿software upgrade in progress¿, but the upgrade timed never finished. Also, the operation test could not be completed. This som pca was returned "device error occurs". This was verified in lab testing. The pca timed out trying to upgrade the software. This pca ¿ ec-pca som pca defective. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the som pca. The reported problem was confirmed.

Event description:
Philips received a complaint on the dfm100 device indicating an error. The bench repair engineer evaluated the device at the repair facility. It was determined that this was a malfunction of the system on module (som) board, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the som board. The reported problem was confirmed. The bench repair engineer replaced the som board to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This is to provide a correction of date received by mfg(changed from sept.21, 2024 to sept. 24, 2024). Moreover, investigation summary is also updated with the verbiage as below: the system on module (som) board was delivered to the functional analysis lab for the technical evaluation by the failure analysis engineer. The som pca (printed circuit assembly) was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The som pca under the test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up and displayed ¿software upgrade in progress¿, but the upgrade timed never finished. Also, the operation test could not be completed. This som pca was returned "device error occurs". This was verified in lab testing. The pca timed out trying to upgrade the software. This pca ¿ ec-pca som pca defective. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the som pca. The reported problem was confirmed. The som pca was replaced to resolve the customer issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.